Event description:
The customer reported a clear fluid leak of approximately 0.5 ml dripping from the rinse block of the coulter lh 500 hematology analyzer while using manual mode. The leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The field service engineer (fse) found a particle lodged in the vacuum drain port of the probe rinse block. The fse back flushed the vacuum drain to dislodge the particle resolving the leak. (B)(4).